Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros ¿hcg ii result was obtained from a single patient sample on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined; however, pre-analytical sample processing or an unexpected vitros ¿hcg ii reagent issue could not be ruled out as contributing factors. The investigation determined that analyzer performance was not a contributing factor.

Event description:
The customer complained that a non-reproducible, higher than expected vitros total ¿hcg ii result was obtained from a single patient sample on a vitros eciq immunodiagnostic system. Vitros total ¿hcg ii result = 26.85 iu/l vs expected result <2.39 iu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The result was reported outside of the laboratory and a corrected report was issued. There is no allegation of patient harm as a result of this event. (B)(4).